Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystocele repair, rectocele repair, enterocele repair and vaginal cuff prolapsed and cystoscopy due to stress urinary incontinence, cystocele, rectocele, enterocele and vaginal cuff prolapse. It was reported that following insertion the patient experienced pain, discomfort, pain during intercourse and pressure in pelvic area. In 2011, patient felt bladder dropping and pain in pelvic area per plaintiff fact sheet.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.